Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. The pt reported that the time on the pump clock was set incorrectly with am and pm reversed, therefore they were not receiving the correct insulin dosages. The pt correctly set the time and has continued to use the pump with no reported subsequent events. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
The pt experienced hypoglycemia for which glucagon was administered. The pt reported that the time on the pump clock was set incorrectly with am and pm reversed.